Manufacturer narrative:
Additional manufacturing narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device shows between 12 and 25 for spco. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit does not have spco parameter so the spco comparison test could not be performed. The unit only has spo2, pulse rate, and pi parameters and is able to obtain measurements using all of those parameters. The customer's complaint was not duplicated.

Event description:
The customer reported the device shows between 12 and 25 for spco. No patient impact or consequences were reported.